Event description:
Reporter stated, the pt experienced pain. Radiographs revealed loosening of the tibial baseplate. The entire tibial component was revised.

Manufacturer narrative:
Summary of evaluation: as received, the tibial insert exhibits were-through of the medial-anterior quadrant and moderate wear centrally located on the lateral condyle. A review of the device history record found that no discrepancies were reported during MFR. The information provided and the examination results suggest that this event is not device related but rather is associated with alignment and device loosening.